Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had a cracked case on the liquid crystal display window corners.

Event description:
It was reported that the motor would not stop moving forward during the manual prime. Nothing further was reported.